Event description:
It was reported by service report that the fowler could not be lowered into its lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: carriage bolt on fowler lever arm.